Event description:
It was reported originally reported that the patient was lying in bed last night with the stimulation off and all of the sudden she started getting stimulated. During the report it was verified with the patient programmer (pp) that the stimulation showed off at 0.0v. The patient felt stimulation in rear end and right leg. There was no known accident or incident related to this event. It was noted that the patient had been sick in bed for the last three weeks. This event was not reported to the patient¿s health care provider (hcp). The patient¿s hcp has not seen or heard from the patient since (B)(6) 2012, patient has cancelled all follow-up appointments. It was reported a year later that the patient did not trust the stimulator. Someone removed the programming and the patient has not been using nor has had programming in the device since late 2013. MRI compatibility guidelines were requested, the scan was not related to the patient¿s device. The hcp attempted to turn the device off, when pressed the sync key, the implantable neurostimulator (ins) was getting the unable to communicate message. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).